Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ 30 ml syringes experienced leakage past the stopper. The following information was provided by the initial reporter: the fluid is leaking from the plunger in between the rubber of the sealing cap. You can see 2 layers of rubber in the cap and it is running between them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2022 . H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leak past the stopper ribs was observed. Further evaluation identified damage to the syringe barrel, causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for lot 2206004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ 30 ml syringes experienced leakage past the stopper. The following information was provided by the initial reporter: the fluid is leaking from the plunger in between the rubber of the sealing cap. You can see 2 layers of rubber in the cap and it is running between them.